Event description:
It was reported by service report that the fowler was jammed, and stuck at upper height. The fowler limit card and the motion interrupt pan were broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: motion interrupt pan was damaged, the fowler was bent and stuck at high height due to a broken limit card and unable to descend electronically or manually.